Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during cleaning and disinfection, the scope image was blurred and distorted. No reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation updated fields: d8, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions) and h11. Corrected fields: h10. The device was returned to regional service center (rsc) for a service inspection and failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction was caused due to universal cord sheath failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.